Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that an asymmetric lens vault was noted post lens implant in the patient's left eye. The doctor plans to perform a yag procedure. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: reportedly, 7 week post-op, vision went from good to bad quickly with over 4 diopter induced cylinder and z-syndrome. The surgeon is evaluating treatment options.